Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag had leaked from the port weld. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed a leak from the fill port weld in front of the bag. The reported condition was verified. The cause of the condition was identified as a tear/hole at the add port tubing weld in front of the bag. The cause of the tear was undetermined. A batch review was conducted and a leak test failure was identified related to this reported condition during the manufacture of this lot. All impacted devices were scrapped. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.